Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 2 involved in this event. It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) while connected during their initial drain. The cause of the alarm was unknown. The patient cycled the power to clear the alarm but stayed connected while resetting therapy and re-used supplies to finish therapy. The home patient was advised not to re-use supplies and to contact their registered nurse regarding the events. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.